Event description:
The reported stated that the threads of the g/k screw are defective. This event did not occur during a surgical procedure.

Manufacturer narrative:
Summary of evaluation: evaluation results suggest that this event would not be associated with the device but rather would be related to user technique.